Event description:
An endurant bifurcated stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. Vessel morphology at the time of implant was not reported. Currently there is disease progression with iliac limb dilatation. The patient presented at a routine follow up with right side pain and tenderness in his right lower quadrant. The recent CT revealed that there is disease progression in his distal right common iliac distal to the 28mm flared limb with a distal type I endoleak. Currently the iliac artery measures 3.2 cm in diameter. The physician elected to coil the right internal iliac artery and extend to the external iliac artery. The right internal iliac artery was embolized with two coils. An endurant 16x16x124 from the flow divider down and an endurant 16x13x124 down to the right external iliac. A post angiogram revealed that the distal type I endoleak was successfully resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Anatomy related: disease progression with iliac limb dilatation).